Event description:
It was reported by service report that the stretcher is unbalanced. Stretcher base frame is twisted, all 4 wheels do not contact the ground properly. Stretcher litter deck is leaning to the left, jacks will not lower because of stress from bent base weldment. No pt involvement or adverse consequences are reported.